Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels after approximately 24-36 hours of pod wear on the hip/buttocks. Blood glucose values were reported to have reached approximately 500 mg/dl. The patient stated that blood glucose levels did not decrease despite administering correction bolus doses, so she consulted a healthcare professional who instructed her to administer insulin via a manual pen. Following manual pen injection, blood glucose levels decreased slightly but became elevated again overnight. At that point, the patient decided to seek medical attention. Reported symptoms included confusion, diarrhea, stomach pain, and severe chills. The patient was unable to recall the specific diagnosis provided but stated that healthcare providers mentioned symptoms of diabetic ketoacidosis and high blood glucose levels. Treatment during hospitalization included intravenous insulin, magnesium, and possibly potassium and sodium. The patient was discharged on (B)(6) 2026.